Event description:
According to the reporter, during a laparoscopic bowel resection procedure, the device¿s balloon would not inflate and additional trocars were pulled. A total of five (5) were used. A new device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.